Manufacturer narrative:
According to our resources, the device remains actively implanted. Efforts to obtain additional event information were unsuccessful. No other adverse events have been reported. This issue will be re-evaluated, if additional information is received.

Event description:
Boston scientific crm received information that this patient has been experiencing syncopal episodes. The caller was requesting a boston scientific crm field representative for device interrogation.